Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, the patient's progress was noted to be good. The patient was discharged home, however, the patient's family requested cardiac rehabilitation. 7 days after the procedure, the patient was transferred to the hospital for the cardiac rehabilitation. The following day, no notable abnormalities were observed on blood tests or an echocardiogram. Around noon of the next day, the patient developed a fever of 39 degrees celsius. At night pulseless electrical activity occurred and advanced cardiovascular life support was performed. The patient could not be resuscitated. The cause of death was noted to be septic shock.

Manufacturer narrative:
Updated data: d4., h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.